Event description:
It was reported that on (B)(6) 2012 a pump over infused saline to a pt. The pump was programmed to interface 1000 ml at 65 ml/hr. It was reported that the event infusion began at 3:12 am and at 7:00 am the bag was empty.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventative maintenance procedure with the unit passing. A flow rate test was also performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hours) with the event infusion IV set, with the unit passing. Sigma visually inspected the event IV set. No evidence of a malfunction was discovered. Review of the history log supports the reported event parameters, however no malfunction could be identified.